Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (battery life with damage/moist) issue. The customer stated that there was moisture in the battery compartment and the battery compartment was cracked. There was no allegation of an adverse event associated with this complaint. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 10/31/2016 with the following findings: during investigation, there was no evidence of a short battery life observed. The pump electrical current draws were tested and were within specification. The battery compartment was found to be cracked. There was corrosion in the battery compartment. The pump leaked at a battery compartment leak. The pump was opened and there was no further evidence of moisture found. (B)(4).